Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to defective u401 components on the distribution node pca. The root cause for the defective components has not been positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt and reported the ecgs were non-functional.